Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the device was not programmed off after observing the high impedance. The patient was referred for surgery. Clinic notes dated (B)(6) 2014 indicated that patient reported feeling the device activate in the past, but now he has developed a sense of "tightness" in his neck when he extends his head and neck backwards. The patient notes discomfort over the left anterior triangle of his neck where the vns lead is located. It was noted that the patient's generator was reprogrammed to a signal on-time of 30 sec, the output current was increased gradually to 0.5 ma and then 1.0 ma. Surgery is likely, but has not occurred to date.

Event description:
Analysis of the generator was completed on 09/29/2014. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient underwent generator and lead replacement. An implant card confirmed that the lead and generator were replaced due to lead discontinuity. Lead impedance with the new vns system was within normal limits. The explanted generator was received for analysis on 09/09/2014. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.